Event description:
It was reported that an ilet device exhibited a cracked screen that prevented unlocking, and a replacement device was shipped while the user was advised to employ backup therapy and allow the device battery to deplete prior to return. Symptoms included no injury. Outcomes included no medical intervention, no hospitalization, and continued cgm use on an alternate platform. Customer care provided support that included troubleshooting steps and education. Investigation of this case revealed a damaged display consistent with physical damage, with no evidence of device malfunction affecting insulin delivery beyond the inability to interact with the screen. It was concluded that the event was attributable to physical damage to the display and not to a manufacturing or design defect.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.